Manufacturer narrative:
Product analysis: the valve remains implanted. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4)

Event description:
Medtronic received information that 1 year 3 months post implant of this bioprosthetic valve in the pulmonary position, the valve had pulmonary valve stenosis and increased gradients of 61mmhg as measured on echocardiogram. The physician performed a balloon valvuloplasty and then replaced the device valve-in-valve with a medtronic transcatheter pulmonary valve (tpv). No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.